Manufacturer narrative:
Though unknown which was in use during the injury, two instruments, the tip-up fenestrated grasper and mega suturecut needle driver, were used on universal surgical manipulator (usm) 4 during the procedure. Each instrument has been used in subsequent procedures without complaint. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. The field service engineer (fse) followed up with the clinical sales representative (csr) and was told that after a system restart, there were no further issues. A system log review did not reveal any system errors that would have caused or contributed to the reported event.

Event description:
During a da vinci-assisted malignant hysterectomy procedure, universal surgical manipulator (usm) 4 moved on its own. The operating room (or) staff told the intuitive surgical, inc. (Isi) clinical sales representative (csr) that when trying to retract usm 4, the arm lost control and rotated on its own and nicked a blood vessel. The surgeon was able to stop the bleeding and complete the procedure. There were no reported error messages when the event occurred.